Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call ((B)(6) 2015; 11:45am) with results of "lo" (fasting/before meal/after meal). Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is a few days ago. Recall test results performed two hours after meals from meter memory (date/time not set correctly): (B)(6): 2:55am - "lo". (B)(6); 11:48pm - "lo". (B)(6); 12:00pm - "lo". (B)(6); 1:18pm - "lo". (B)(6); 1:10pm - "lo". Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo readings. Black chemistry observed. Most likely underlying root cause of malfunction is improper storage of test strips.